Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator for cervical radiculopathy. Information was reported that a patient has been having issues with his stimulation and it has been "acting funny and weird". Patient reported he is able to feel stimulation in the left arm but not his right shoulder. Patient reported sometimes he will feel it and then it will stop for an hour or two before it comes back on. Patient stated he has not really played with the settings since he is afraid he might mess something up. Patient reported that no falls or trauma. Patient reported they have not had any recent medical tests or emi exposure. The patient has also not checked their device with their patient programmer. No further complications have been reported. No additional symptoms have been reported.